Event description:
Pseudoseptic reaction [pseudosepsis] ([swelling of r knee], [movements reduced], [effusion (r) knee]). Case narrative: initial information received from united states on 22-nov-2019 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a (B)(6) years old female patient who experienced pseudoseptic reaction (latency few days), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's medical history included ongoing a.fib (for which patient was on the medication and on blood thinners), osteoarthritis, torn meniscus and had a repair (a year ago). The patient's past medical treatment(s), vaccination(s) family history was not provided. Patient was not allergic to anything and had not ever had hylan g-f 20, sodium hyaluronate injection. On (B)(6) 2019, the patient received treatment with hylan g-f 20, sodium hyaluronate in right knee, formulation injection at 6 ml dose, once, route intra-articular (batch number unknown) for unknown indication. Information on batch number was requested. On an unknown date in (B)(6) 2019, after few days latency, patient had a reaction of swelling of her knee. Her doctor had to drain her knee, for which he sent a sample off and told her that patient had a pseudoseptic reaction. It was also reported that patient was not able to bend her leg hardly but when the knee was drained, she felt a little relief and she was able to bend her knee. Patient was put on steroid for a week and it was prednisone. It really did not do anything. Her knee was not as swollen as it was in the initial reaction, but it was still quite swollen and was terrible. Doctor informed the patient that normally they put the patients on high doses of anti-inflammatory medications, but they could not do that with her as she was on blood thinners and told her to continue with ice and diphenhydramine hydrochloride, but these two did not do anything. It was further reported that doctor told the patient that he could give her an injection of cortisone, but she was afraid of another injection of cortisone and she was really limited to everything. Patient was not sure of getting a cortisone was right thing to do. It was also reported that today patient would be getting an MRI and was also going back to her doctor that when she was getting the MRI results. Action taken: not applicable. Corrective treatment: diphenhydramine hydrochloride, prednisone and ice for pseudoseptic reaction outcome: not recovered for pseudoseptic reaction. A product technical complaint was initiated for synvisc one (lot: unknown) on 27-nov-2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Final investigation completion was 27-nov-2019. Additional information was received on 27-nov-2019 from other healthcare professional. Global ptc number and ptc results were received and text amended accordingly.